Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 open racepacks. Analysis and results: there are two previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Without any closed sample an analysis cannot be carried out in order to make a decision. Nevertheless, taking into account that there are previous complaints of this code batch that the results of samples received did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is justified. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: according to the internal procedures, this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: germany. All the foils in the box, the needles and threads are not connected to each other.